Event description:
It was reported that during the implant procedure, the left ventricular exhibited high impedance and high capture thresholds. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).